Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via the manufacturer¿s representative (rep) they weren¿t getting adequate pain relief after reprogramming so they wanted the system replaced. It was noted other programming sessions were done previously with no improvement. It was unknown what factors may have led to the issue, but there were no diagnostics or troubleshooting performed related to the issue. The system was explanted on (B)(6) 2016 and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.